Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and wear abrasion. A leak test was performed which did not identify any openings. The fill inspection was performed and identified no blockage in the valve. A microscopic analysis identified partial delamination of diaphragm flange disk assessed as adhesive failure. Also observed was a void on the valve, which is out specification. The void on the valve is assessed as workmanship. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician. Further investigation (fi) summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, a void on the valve was observed, which is out of specification. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void on the valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side "partial" deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "partial" deflation. Device was explanted.